Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. Tac attempted multiple cables and monitor and confirmed the only video output functioning is the dvi out. The issue was discovered upon removing the device from packaging. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was observed from the visera elite ii video system center. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
He supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation found that this issue caused the dp board to fail since static electricity was applied to the sdi port during delivery and installation.